Event description:
Healthcare professional reported "minimal lamina liquid is identified surrounding both implants", and "slightly lobulated contours." This is for the left side. Device remains implanted.

Manufacturer narrative:
(B)(4). The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional updated left capsular contracture to baker grade iii. Device has been explanted.